Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of recx3065 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that the patient underwent chemotherapy after surgery for esophageal cancer. On (B)(6) 2020, ultrasound-guided PICC catheterization was performed under aseptic technique in accordance with the doctor¿s instructions. After catheterization, drug chemotherapy was performed. He was admitted to the hospital on (B)(6) 2021 for the fifth time. Chemotherapy. At 09:00 on (B)(6) 2021, the nurse in charge followed the doctor¿s order to perform routine maintenance of the PICC catheter. After the dressing was opened, a small amount of liquid leaked from the puncture site. After 3 sterile sterilization, there was still a little liquid flowing out. The catheter was immediately pulled out 3cm. It was found that the catheter 34cm was damaged and leaked. Immediately report to the doctor in charge and the head nurse, and perform sterile operation and disinfection. It was stated that if it was not found in time, it may cause the patient to be infected. Cut the damaged catheter at the exudate and connect a new extension catheter. The length is 8cm less than the original length. Inform the patient and family members of the catheter related precautions, psychological care was given, and no harm was caused to the patient.